Event description:
It was reported while using bd insyte autoguard-n winged, 24g x 0.56" the catheter separated from the hub. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that when preparing for an IV start and while pulling off guard, cathelon came off needle and fell on floor.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd insyte autoguard-n winged, 24g x 0.56" the catheter separated from the hub. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that when preparing for an IV start and while pulling off guard, cathelon came off needle and fell on floor.